Manufacturer narrative:
Investigation into the lot in question did not indicate any card deviation. The customer complaint could not be verified, as the samples in question were not returned to mts. The root cause of the false reactivity was not determined but user error such as reagent carryover during pipetting could not be ruled out.

Event description:
A customer reported that two known group a positive patients' samples reacted positive (3+) in the anit-b microtube of the mts gel card. The customer repeated the testing and negative results were obtained in the anti-b microtube. The samples were correctly typed as group a. A malfunction of this type could cause a donor's misclassification of blood group. There was no report of pt harm as a result of this event. Because there were two pts involved, it is assumed that 2 cards were involved which results in the generation 2 reportable events.